Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patients list was not showing on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not displaying on the screen. A technical support specialist (tss) found that the station¿s system time had jumped backward by several months following an unexpected power loss. The tss manually corrected the system time and configured the station to synchronize with the customer¿s time server. The station¿s bluetooth adapter was disabled to prevent further operating system crashes. A field service engineer then checked the battery voltage reading was 40 volts, ran power sub system test, confirmed battery discharged voltage at 37 volts and holding charge as it should, found no error with battery test and hardware test application battery test passed successfully. The system functioned after the technical support specialist troubleshot and the field service engineer investigated the issues of the device.